Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). A 24 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, the stent came in contact with the guiding catheter. It was noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received for analysis was a delivery catheter with a break in the hypotube at its proximal end. The proximal section of the break was not returned. An examination of the returned device identified that a break had occurred in the hypotube. The break location was at 141.5cm proximal to the distal tip end of the device. The proximal section of the break, which included the hub manifold, was not returned for analysis. It is noted that the break that was identified is consistent with excessive force having been applied to the shaft. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the crimped stent identified that the proximal to mid section of the stent was bunched and pulled distally on the balloon. As a result the bunched proximal end of the balloon was positioned at 1cm distal to the distal edge of the proximal markerband. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal right coronary artery (rca). A 24 x 3.50 promus premier stent was advanced to treat the lesion. However, the stent came in contact with the guiding catheter. It was noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.